Event description:
On (B)(6) 2010, the patient was implanted with an scs system. Approximately 10 weeks later, the patient lost stimulation. The patient was performing manual labor at the time. A diagnostic reading was taken and all contacts were invalid. An x-ray was taken but did not reveal any anomalies or breaks in the lead. On (B)(6) 2010, the patient's lead was replaced. Upon removal of the lead, a visible kink was noted near the anchor site. The patient was implanted with a new lead and is currently receiving satisfactory stimulation.

Manufacturer narrative:
Eval, results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and kinks on the lead tubing as well as broken wires were noted. The lead failed functional and continuity testing. All channels on the lead are open. Stress testing was not performed due to the broken wires. Conclusion: the reported complaint is confirmed; as received, the lead had broken wires and failed all functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.